Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 517 mg/dL, cause was unknown. Customer gave a manual injection to address BG level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and released from the ER 5 hours later on (b)(6) 2026 with the issue resolved and no permanent damage. A system check was also performed and it was determined that the pump was functioning as intended.